Event description:
It was reported that a malfunction alarm occurred with code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue happens again.